Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient had an episode of syncope. There was a noted low flow alarm that occurred as well. The pump remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the syncope was caused as an effect from hypotension. No intervention was required and there were no residual effects.

Manufacturer narrative:
The pump was not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed one (1) low flow alarm recorded on (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Of note, it was reported by the site that a computerized tomography (CT) was performed and thrombus was found in the outflow graft. Based on the available information and risk documentation, possible causes of the reported low flow alarm may be attributed to multiple factors including but not limited to thrombus at the outflow graft/inflow cannula, constriction at the outflow graft, poor vad filling. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed one (1) low flow alarm recorded on (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Of note, it was reported by the site that a computerized tomography (CT) was performed and thrombus was found in the outflow graft. Based on the available information and risk documentation, possible causes of the reported low flow alarm may be attributed to multiple factors including but not limited to thrombus at the outflow graft/inflow cannula, constriction at the outflow graft, poor vad filling. If information is provided in the future, a supplemental report will be issued.